Event description:
During routine maintenance/adjustment on the model 3100a, a biomedical technician reported the temperature cut out circuit within the oscillatory driver was not functioning properly. There was no pt involvement.